Event description:
A patient reports while charging their personal diabetes manager (pdm) it was hot to the touch and the battery had exploded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.